Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿hard delayed onset nodules ¿ possible biofilm versus granuloma, severe swelling at the injection sites, and lips deforming appeared¿ and ¿post-inflammatory hyperpigmentation¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported a patient was injected with 1cc in the lips and marionette lines with juvéderm volbella® xc. Patient experienced the symptoms of hard delayed onset nodules ¿ possible biofilm versus granuloma, severe swelling at the injection sites, and lips deforming appeared 6 and a half months later. No diagnostic testing was administered. The patient was treated with 6 vials of vitrase 11 days after symptoms appeared, 2.5 vials of vitrase 15 days after symptoms appeared, 1.5cc of vitrase 17 days after symptoms appeared, 1cc of vitrase 20 days after symptoms appeared, 1.2cc of vitrase 31 days after symptoms appeared, 0.2cc of vitrase 51 days after symptoms appeared, 0.3cc of vitrase 59 days after symptoms appeared, an unspecified amount of vitrase 64 days after symptoms appeared, 0.2cc of vitrase 94 days after symptoms appeared, 0.4cc of vitrase 109 days after symptoms appeared. The patient currently still has ¿post-inflammatory hyperpigmentation.¿ this was the initial use of the syringe and the packaged needle was used.